Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic with heart failure symptoms, a recorded episode of pacemaker-mediated tachycardia was observed. There was no pacing when the auto mode switching was conducted to the ventricle. Programming changes were made.